Event description:
A healthcare professional called about the medical center's contour meter. A pt's glucose was tested using the contour and a lab test. The contour read 552 mg/dl, while the lab test result was 219 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips and meter for evaluation. A new contour and replacement test strips were sent to the customer.